Event description:
Boston scientific received information that a procedure was done to explant and replace this cardiac resynchronization therapy defibrillator (crt-d) as elective replacement indicator (eri) had been reached. The pocket was opened and some dissection was made. The patient was relatively muscular, and the pocket was tight. Forceps were used to grasp the header, and the device was pulled and twisted. More dissection was required, and then more pulling and twisting with the forceps. The physician then noticed that the header was slightly loose from the can, and the feed-through wires appeared to be intact. The three leads tested normally. A new crt-d was attached to the existing leads, and was placed in the pocket. The leads were tested again through the new crt-d, and measurements were satisfactory. The pocket was closed. No adverse patient effects were reported.

Manufacturer narrative:
This crt-d will be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured after the manufacturing changes, and the enhancements have decreased reports of this type. The device was put through and passed a series of automated diagnostic testing.